Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The device and electrode, implanted in (B)(6) 2014, were explanted due to suspected infection (redness around site). There are no plans for a future replacement procedure. The patient had been on antibiotics for a suspected tick bite near the pocket site. Visual inspection of the opened pocket found no purulent discharge; however, the tissue was inflamed with small blister-like nodules. Tissue cultures were sent for analysis. The extracted electrode was sent for culture. No unusual appearance was noted on the electrode or device. The physician inquired about the coating on the device as a possible allergic reaction is being considered. The physician was informed that the device coating is titanium nitride. The pathology report on the tissue samples showed pyogenic granuloma (possible reaction to device coating).